Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced excessive vaulting. The lens exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.